Event description:
As the packaging for this stent was opened in preparation for a therapeutic urological procedure, it was noted that this stent was bent, broken and twisted at the proximal end. This stent was not used in the procedure.